Event description:
It was reported that this right ventricular (rv) lead exhibited intrinsic amplitude out of range. Technical services (ts) confirmed there was no ventricular undersensing observed. However, ventricular oversensing was noted on the presenting electrogram (egm). No adverse patient effects were reported. This lead remains in service.